Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen became unresponsive with no display despite the device not being depleted and attempts to charge did not restore functionality, and a replacement ilet was arranged with the user informed that setup would need to restart. Symptoms included impact to blood glucose management. Outcomes included shipment of a replacement device and continuation of insulin therapy via subcutaneous insulin pen. Investigation included user troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a suspected device malfunction consistent with a screen/display failure of the pump user interface; no alerts or alarms were reported. It was concluded that the cause was an isolated device malfunction of the display subsystem as a result of an improperly installed battery connector.